Manufacturer narrative:
(B)(4). Approximate age of device ¿ 24 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that as of (B)(6) 2016, the patient was fine with normal lvad parameters. On (B)(6) 2016, the patient presented with signs of pump thrombosis. The vad coordinator reported being unable to provide any specific hemolysis parameters as the blood sample at the time was hemolyzed. The patient's plasma free hemoglobin level was reported to be 7310. Review of the submitted system controller log file by the manufacturer's technical service representative showed an increase in pump powers with a decrease in the average pulsatility index (pi) over time. This type of trajectory in past experience may be linked to the presence of pump thrombus. Due to the log files being suggestive of pump thrombus, the patient was taken to the cath lab and was given anti-thrombolytics. The patient did not tolerate the procedure well, and had rapidly decreasing mean arterial pressures which did not recover with treatment. The patient was placed on extracorporeal membrane oxygenation, but continued to decline. The lvad appeared to be working well throughout this time. Support was withdrawn and the patient expired on (B)(6) 2016. The surgeon reported that the patient was very high risk and the surgeon believed the patient had received excellent care.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. The device was not explanted and is not available for evaluation. Review of the submitted system controller log file showed that the pump speed remained above the low speed limit and no atypical alarms were captured; however, there appeared to be a significant upward trend in pump power and estimated flow values coupled with a downward trend in average pi values. Based on previous complaint experience, the observed trend in pump parameters as well as the reported hemolysis symptoms could be indicative of potential device thrombosis; however, a specific cause could not be conclusively determined without a full evaluation of the device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.